Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea,painful periods,menstrual pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma and adenomyosis. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia,heavy unmanageable periods"), dental caries ("dental problems ,first ever cavity"), fatigue ("fatigue exhaustion - could no longer handle business travel"), alopecia ("hair loss"), hot flush ("hot flashes"), migraine ("migraines/headaches"), anxiety ("anxiety"), insomnia ("loss of sleep"), anger ("anger"), depression ("depression"), visual impairment ("drastic decline in vision;"), pain in extremity ("leg pain"), arthralgia ("hip pain"), inflammation ("allergic or hypersensitivity reaction : inflammation") and gingival disorder ("gum issues") and was found to have weight increased ("weight gain. 70 lb gain within 6 months of implant"). In 2019, the patient experienced vaginal infection ("vaginal infections"). On an unknown date, the patient experienced headache ("headaches"), feeling abnormal ("brain fog"), swelling ("swelling"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem") and tooth disorder ("dental problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total laproscopic hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, pelvic pain and abdominal pain had resolved, the vaginal haemorrhage, menorrhagia, dental caries, fatigue, vaginal infection, migraine, anxiety, insomnia, anger, depression, visual impairment, pain in extremity, arthralgia, inflammation, gingival disorder, headache, bladder disorder, urinary tract disorder, tooth disorder and hormone level abnormal outcome was unknown and the alopecia, hot flush, weight increased, feeling abnormal and swelling was resolving. The reporter considered abdominal pain, alopecia, anger, anxiety, arthralgia, bladder disorder, dental caries, depression, dysmenorrhoea, fatigue, feeling abnormal, gingival disorder, headache, hormone level abnormal, hot flush, inflammation, insomnia, menorrhagia, migraine, pain in extremity, pelvic pain, swelling, tooth disorder, urinary tract disorder, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date - (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Pelvic pain, abdominal pain, bladder problem, urinary problem, dental problems and hormonal changes were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea, painful periods,menstrual pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma and adenomyosis. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia,heavy unmanageable periods"), dental caries ("dental problems ,first ever cavity"), fatigue ("fatigue exhaustion - could no longer handle business travel"), alopecia ("hair loss"), hot flush ("hot flashes"), migraine ("migraines/headaches"), anxiety ("anxiety"), insomnia ("loss of sleep"), anger ("anger"), depression ("depression"), visual impairment ("drastic decline in vision;"), pain in extremity ("leg pain"), arthralgia ("hip pain"), inflammation ("allergic or hypersensitivity reaction : inflammation") and gingival disorder ("gum issues") and was found to have weight increased ("weight gain. (B)(6) gain within 6 months of implant"). In 2019, the patient experienced vaginal infection ("vaginal infections"). On an unknown date, the patient experienced headache ("headaches"), feeling abnormal ("brain fog") and swelling ("swelling"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea had resolved, the vaginal haemorrhage, menorrhagia, dental caries, fatigue, vaginal infection, migraine, anxiety, insomnia, anger, depression, visual impairment, pain in extremity, arthralgia, inflammation, gingival disorder and headache outcome was unknown and the alopecia, hot flush, weight increased, feeling abnormal and swelling was resolving. The reporter considered alopecia, anger, anxiety, arthralgia, dental caries, depression, dysmenorrhoea, fatigue, feeling abnormal, gingival disorder, headache, hot flush, inflammation, insomnia, menorrhagia, migraine, pain in extremity, swelling, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2015 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received : following events were added : abnormal vaginal bleeding, menorrhagia, dental problems, dysmenorrhea, fatigue, hair loss, hormonal changes, hot flashes, vaginal infections, migraines/headaches, anxiety, loss of sleep, drastic decline in vision, weight gain. Leg pain, hip pain, allergic or hypersensitivity reaction : inflammation, gum issues, headaches, brain fog, swelling. Reporter information and concomitant conditions added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.